Event description:
During a liver surgery, the doctor using the system 7550 with a triple option handpiece said there was an intensive beam coagulation. The electrode achieved very high temperature and after that the left the pencil above the pt's leg, and the pt suffered a very deep burn.

Manufacturer narrative:
Suspect device is not available for evaluation. Instructions for use for the abc triple option handpiece state: "warnings: isolate the handcontrol pencil on an accessory holster when not in use. This will prevent inadvertent contact with fluids, the pt, or surgical personnel." Any add'l info obtained regarding this incident will be reported to the FDA via a supplemental medwatch form.